Manufacturer narrative:
(B)(4). The reported complaint that the "iab only inflated about 50%" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends.

Event description:
It was reported "soon after insertion it was also noted that iab only inflated about 50%, no further steps was taken to assist unwrapping of balloon and iab was removed. 2nd iab was not inserted". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "soon after insertion it was also noted that iab only inflated about 50%, no further steps was taken to assist unwrapping of balloon and iab was removed. 2nd iab was not inserted". No patient injury or consequence reported. The patient's current condition is reported as "fine".